Event description:
It was reported from (B)(6) that the compact air drive device did not hold any attachment devices. According to the reporter, the attach mechanism had an unspecified defect and the device did not function. During in-house engineering evaluation it was observed that the motor was blocked, seized, and rough running on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, seized and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.